Event description:
It was reported to boston scientific corporation that an advantage fit - single device was implanted into the patient during an advantage fit sling + cystoscopy + intravesical steroid injections + anterior vaginal repair procedure performed on (B)(6) 2017 for the treatment of grade 2 cystocele and rectocele; and grade 1 vault prolapse. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2017, the implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.